Event description:
It was reported that an ilet bionic pancreas displayed malfunction alert code 61 and prompted guidance to perform up to three restarts; the alert recurred and the device required replacement, with the patient advised using backup therapy and continue cgm via dexcom. Symptoms included no change in blood glucose. Outcomes included temporary interruption of pump therapy and product replacement. Investigation included review of device alert history and user troubleshooting with restarts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.